Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief following a software change. A saluda representative attempted to contact the patient for reprogramming. It was confirmed that the patient requested explant of their evoke scs system due to the burden of driving for a long duration for programming visits.